Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address hip pain.

Manufacturer narrative:
**Update** (B)(4) 2011 - litigation papers allege patient suffered significant pain, discomfort and soreness; difficulty walking and performing routine activities of daily living; elevated levels of chromium and/or cobalt in his blood. Invoice was identified with part and lot numbers. Litigation papers identify doi as (B)(6) 2011. There is no new information that would change the outcome of the investigation for the asr products - acetabular cup and femoral head. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.